Event description:
The report received indicated that during the pre-use procedure, a leakage from the device was identified. Additional information received indicated the leakage seemed to be in the shaft of the catheter. The problem was identified during prepping of the device. When the physician rinsed the device, he noticed that there was a leakage and decided not to use the device. There were no other anomalies noticed in the device.

Manufacturer narrative:
The product is available for evaluation; however, as of to date, it has not been returned. Additional information will be submitted within 30 days upon receipt.